Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone18.2, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient was wearing a pod on the arm, which was reportedly worn for longer than 48 hours. While performing yard work after administering a correction bolus, the patient experienced a severe hypoglycemic event. The patient lost consciousness, fell, and experienced a seizure, resulting in a head injury and tongue laceration. Emergency medical services (ems) were contacted, and glucagon was administered by paramedics. Sensor data documented the lowest glucose value of 71 mg/dl; however, ems measured a blood glucose level of 35 mg/dl by fingerstick. The patient was transported to the emergency department and observed for approximately seven hours. A computed tomography scan of the head was performed due to reported head impact. The patient was diagnosed with severe hypoglycemia with associated head injury and tongue laceration and was discharged from the emergency department later the same day. Omnipod 5 therapy was restarted following discharge. Dexcom was notified on 15 april 2026 of the event.